Manufacturer narrative:
It was reported by the hospital contact that two deltamaxx coils: ((B)(4), lots unknown) got stripped during an embolisation of arteriovenous malformation. The embolization of fistula was performed using deltamaxx and penumbra complex coils (details unknown). Two microcatheters were used simultaneously (sl-10 and pxslim, details unknown). Coils were advanced through sl-10 microcatheter, deltamaxx 5x20 got stripped and surgeon had to remove the coil from the microcatheter. Deltamaxx 3x12 was advanced into the microcatheter right after, however surgeon felt resistance in the microcatheter when tried to deploy the coil. The coil was removed along with microcatheter. The coil was stripped. Procedure completed with same/like device (details unknown). There was no adverse consequence to the patient. The microcatheter will be sent along with coils for further investigation. The procedure was prolonged for 5 minutes as a result of the difficulties encountered with the devices. The entire coil was stretched except for the distal section adjacent to the ball tip. The most likely contributing factor to the coil stretching may have been due to interference inside the microcatheter. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression, stretching, and indentations caused by the resheathing tool. No manufacturing defects were found. The returned and cleaned sl-10 microcatheter passed inspection and functionality testing. A new test coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The evidence suggests that there are two possible contributing factors to the coil stretching. These factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor may have been interference inside the microcatheter that produced resistance and temporarily anchored the coil. When the coil was retracted for removal the coil stretched. The source and location of this interference cannot be determined, nor can it be determined if the source was of a fixed or detached nature. The secondary contributing factor to the coil stretching may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused a portion of the coil damage found. It is further possible that the buckling damage occurred to the coil during this process which is normally found due to binding action. If the coil buckled inside the introducer sheath or the microcatheter, this may have caused the coil to have temporarily been anchored. When the anchored coil was retracted it would have stretched. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ based on the information and the analysis, the event was confirmed, however the exact cause could not be determined. The manufacturing documentation for this lot could not be reviewed as the lot number was reported as unknown, however no manufacturing defects were found to the unit. No corrective actions will be taken at this time. This is 1 of 2 reports associated with complaint (B)(4).

Event description:
It was reported by the hospital contact that two deltamaxx coils: (dmx18052020 and dmx18031220, lots unknown) got stripped during an embolisation of arteriovenous malformation. The embolization of fistula was performed using deltamaxx and penumbra complex coils (details unknown). Two microcatheters were used simultaneously (sl-10 and pxslim, details unknown). Coils were advanced through sl-10 microcatheter, deltamaxx 5x20 got stripped and surgeon had to remove the coil from the microcatheter. Deltamaxx 3x12 was advanced into the microcatheter right after, however surgeon felt resistance in the microcatheter when tried to deploy the coil. The coil was removed along with microcatheter. The coil was stripped. Procedure completed with same/like device (details unknown). There was no adverse consequence to the patient. The microcatheter will be sent along with coils for further investigation. The procedure was prolonged for 5 minutes as a result of the difficulties encountered with the devices.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with complaint (B)(4). Concomitant medical products: coil (dmx18052020/lot unknown); penumbra complex coils (details unknown); sl-10 and pxslim microcatheters (details unknown); same/like device (details unknown).